Manufacturer narrative:
The investigation is ongoing. The affected hls set is requested for further investigation in the getinge laboratory but not received yet. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. Customer stated that the delta p in the hls module went up to 110 in 1 hour and 45 min. The hls set was changed out and delta p was normalized. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. Customer stated that the delta p in the hls module went up to 110 in 1 hour and 45 min. The hls set was changed out and delta p was normalized. The hls set was replaced with another one without consequences for the patient. The affected hls set was investigated in the getinge laboratory on 2021-04-15. During the investigation of the hls set no abnormalities could be found. Based on this a disposable related malfunction cannot be confirmed. Based on the evaluated facts above, the reported failure "delta p increased" could not be confirmed. However the failure mode "delta p increased" can be linked to the following most possible root causes according to our risk management file (dms#: (B)(4). Deteriorating gas transfer, blockage of oxygenator, damage of gas fibers, malfunction of oxygenator, too low anticoagulation, too low at level, effect of heparin is too limited, protamine sulfate enters the hls set, thrombozytopenia. Device history record (DHR) review was performed on 2021-05-03 and there were no references found, which are indicating a non-conformance of the product in question. Following tests were performed on the hls module: pressure test heat exchanger, leak test water/gas side , pressure test blood side, final functional test . According to the final test results, all hls modules passed the tests as per specifications. Production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).